Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was moving the ipg around in the pocket by hand. The patient underwent a revision procedure wherein the ipg was repositioned and resutured. The patient was doing well postoperatively.